Event description:
The cell-dyn 3500 analyzer generated a patient hematocrit result of 20.9% in the closed mode of operation. Controls were within specifications. This result was questioned by the patient's physician. The sample was retested with a result of 43.3%. No action was taken by the physician on the initial result. There is no impact to patient management reported.